Event description:
The impedance measurements were out of range and the lead was cut during another surgery. A revision surgery was scheduled for (B)(6) 2012. Additional information has been requested.

Manufacturer narrative:
Lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2010; lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2010; recharger model 37754, serial # (B)(4); programmer model 37744, serial # (B)(4); accessory model 3550-63.

Event description:
Additional information received reported a new lead was placed and the patient had "great" coverage. The old lead will not be returned.